Event description:
Rptr was diagnosed with herniated disc l5-s1. He was told by dr that surgery was needed to remove disc and he would fuse bone together. Plate was implanted without knowledge of pt. Pain persisted for 19 months at which the plate was removed.